Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was observed to be depleting rapidly. Additionally, the customer reported experiencing intermittent elevated blood glucose (bg) levels and alleged that the pump caused the high bg events. Bg values were not provided. The customer declined to provide further information regarding the issues.